Event description:
It was reported to philips that the system did not startup automatically. The device was not in clinical use at the time of the reported vent. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system does not start up automatically. To resolve this issue, fse replaced the host pc and installed new license. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.